Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. It was confirmed during x-ray evaluation that due to twiddler's syndrome, the pacemaker migrated, and the rv lead dislodged. The physician opted to reposition this system. No additional adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. It was confirmed during x-ray evaluation that due to twiddler's syndrome, the pacemaker migrated, and the rv lead dislodged. The physician opted to reposition this system. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b2 outcomes attrib to adv event.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on the right ventricular (rv) lead channel. It was confirmed during x-ray evaluation that due to twiddler's syndrome, the pacemaker migrated, and the rv lead dislodged. The physician opted to reposition this system. No additional adverse patient effects were reported. This system remains in service.